Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Initial reporter phone number was provided and therefore, e1. Initial reporter phone was populated. It was reported that the compression coil was too tight on the varipulse catheter. Therefore, the contraction loop was unable to loosen, and the loop remained in a tightened position. Device investigation details: the varipulse device was returned to johnson and johnson medtech for evaluation. Visual inspection, deflection, and contraction tests of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. A contraction test was performed, and it was found within specification. The contraction mechanism was not stuck, the loop was found relaxed; however, waviness was observed in the catheter shaft when the loop was contracted using the contraction knob. The device was sent to r&d, and it was concluded that some components inside the stiffener and the shaft component showed twisting. A manufacturing record evaluation was performed for the finished device and no internal action was found during the review. The waviness issue could be related to the reported event; therefore, the customer complaint was confirmed. The root cause for the waviness issue is traced to manufacturing process. The instructions for use (IFU) contain the following information: ¿verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached". An internal corrective action was created to improve the lack of straightness in varipulse catheters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a varipulse¿ bi-directional catheter and the compression coil was too tight on the varipulse catheter. Therefore, the contraction loop was unable to loosen, and the loop remained in a tightened position. The physician decided to continue using the catheter and did not replace it during the procedure. No adverse patient consequence was reported. Additional information was received which indicated that during the case, the physician noted an excessive amount of ¿waviness¿ in the catheter shaft that occurred when the distal loop was contracted using the contraction knob. The observed ¿waviness¿ of the shaft impacted the navigation and torque of the catheter per the physician¿s comments.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).